Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73c2100761 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that on (B)(6)2020 , a clip was found broken broken prior to use. More information is unknown.